Event description:
The customer alleged that she received control test results of 220, 229, and 227 mg/dl. While troubleshooting, she performed 2 more control tests and received results of 214 and 228 mg/dl. The normal control range was 105-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.